Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding liquid crystal display glass. Unable to perform self-test and displacement test or verify back light, led anomaly due to missing segments/partial display.

Event description:
The customer reported via phone call that the insulin pump had led anomaly. Customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.